Event description:
The rptr stated that she did a meter to hcp meter comparison test, 30 minutes paart, in a fasting state. The rptr's meter reading was 460 mg/dl and the dr's meter (type unknown) was 257 mg/dl. Rptr did not have any symptoms. On follow-up, the rptr stated that she has been properly cleaning her meter and doing control solution testing once per week with acceptable results.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8